Manufacturer narrative:
Investigation results: all ends surfaces of provided pieces were checked under microscope. Four end surfaces show arrest lines which are a clear hint for fatigue fracture. In addition to that we can identify two cutting edges . Device history records: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The reporting decision is based upon the review of the applicable risk analysis - revision. Conclusion/preventive measures: the fracture surfaces reveal clear signs of fatigue fracture. A clear root cause for this error could not be drawn. According to the device history records a material failure or manufacturing error can be ruled out. Upon review of the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with sy423ts - ennovate straight rod 5.5x500mm. According to the complaint description, the rod was broken. Posterior spinal fusion surgery from th9 to s2ai was performed in (B)(6) 2022. Revision surgery was performed. Doctor suspects that the rod broke because the patient took an unreasonable posture. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.